Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported through medwatch "the patient fell while ambulating last month, she was walking in a fair ground and she felt and heard a loud snap that sounded like breaking metal in her left hip. She experienced immediate pain and fell to the ground falling on her left side. She experience pain in both her left shoulder and left hip. She has been taken to a hospital for evaluation. X-rays of the left hip demonstrated hardware failure with fracture of the femoral neck of the total hip component. Patient underwent total hip arthroplasty of the left hip approximately 12-13 years ago. She denies pain in this hip prior to this fall and stated that this hip is never given her any problems."